Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements resulting in a configuration change from bipolar to unipolar and triggering an alert via the remote monitoring system. Upon follow-up in clinic the system was tested in unipolar configuration using the lv tip to device vector which returned out-of-range impedance measurements and high pacing thresholds which resulted in lv loss of capture. The system was tested using lv ring to device vector and normal impedance and pacing threshold measurements were obtained. The physician elected to leave the device in this configuration and program sensitivity to a fixed value. The patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.